Manufacturer narrative:
Investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that a "large part" of the bd venflon¿ pro safety shielded IV catheter cannula was missing when removing it from the patient's right upper limb. An ultrasound was performed in the area and no foreign matter was found. Additionally, x-rays of the area and chest were performed, and a CT of the chest confirmed the foreign body was located in the "pulmonary artery of the middle lobe". However, it was "not possible" to remove the cannula, and after observation, the patient was discharged. The event of defective/damaged product occurred with 2 catheters during use. The following information was provided by the initial reporter, translated from italian to english: "during removal of the intravenous cannula, it is discovered that a large part of the cannula is missing - upon palpation at the puncture site (cubital fossa, right upper limb) not perceived the extraneous body. In ultrasound both superficial and deep of right upper limb subclavian vein in the subclavicular cavity and right heart cavity no foreign bodies found. Required x-ray of the upper right limb: no foreign body found. Required x-ray of the chest: possible extraneous body detection. CT of the chest: the exam confirms foreign body in the branch of the pulmonary artery of the middle lobe." "We inform that yesterday our agent spoke with the head of the emergency room and they informed him that they kept the patient under observation and then discharged her, it was not possible to remove the cannula."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a "large part" of the bd venflon¿ pro safety shielded IV catheter cannula was missing when removing it from the patient's right upper limb. An ultrasound was performed in the area and no foreign matter was found. Additionally, x-rays of the area and chest were performed, and a CT of the chest confirmed the foreign body was located in the "pulmonary artery of the middle lobe". However, it was "not possible" to remove the cannula, and after observation, the patient was discharged. The event of defective/damaged product occurred with 2 catheters during use. The following information was provided by the initial reporter, translated from italian to english: "during removal of the intravenous cannula, it is discovered that a large part of the cannula is missing - upon palpation at the puncture site (cubital fossa, right upper limb) not perceived the extraneous body. In ultrasound both superficial and deep of right upper limb subclavian vein in the subclavicular cavity and right heart cavity no foreign bodies found. Required x-ray of the upper right limb: no foreign body found. Required x-ray of the chest: possible extraneous body detection. CT of the chest: the exam confirms foreign body in the branch of the pulmonary artery of the middle lobe." "We inform that yesterday our agent spoke with the head of the emergency room and they informed him that they kept the patient under observation and then discharged her, it was not possible to remove the cannula."